Event description:
Ethicon suture needle tip broke off during procedure. X-rays taken per procedure. Disclosure completed to pts. This happened with three patients. Ethicon representative contacted to investigate. Monocryl y399 violet monofilament, 1 -4.0 metric, 36 inches, 90cm, taper ctx. Dates of use: in 2007. Diagnosis or reason for use: suture used during procedure, cesarean section.